Event description:
It was reported that during an open low anterior resection, the closing and the firing forces were much lower than expected at the 1st firing. After the firing and the target tissue was resected with a knife, it was found that the rectum was open completely and no staples were deployed. When the sales rep arrived at the operation room, he observed that the cartridge was not loaded on the cartridge housing. The doctor noticed missing cartridge incident at the time. The sales rep also observed that the retaining pin was set to the anvil hole properly and that the device had been fired. No one checked whether the cartridge was loaded on the cartridge housing before firing. No cartridge was confirmed inside the patient with x-ray and around the operation room. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Open handle seam. The analysis results showed that the device was received with the shrouds opened at the rotation knob area and with a cartridge loaded on the device. The cartridge was returned void of staples. No functional test could be performed due to the condition of the device. Although no conclusion could be reached as to how the hook shroud became damaged, the damage to the hook shroud may have been due to an excess force applied to the adjusting knob while trying to open / close the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.